Event description:
Customer reported that the pump touchscreen was blacked out. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.